Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump alarm. The customer also reported that the insulin pump was exposed to magnetic field. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with constant motion sensor test failure alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test and confirm the motor position encoder error alarm due to the motion sensor test failure alarms. The pump was received with a cracked reservoir tube lip.